Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the leak from disconnected tubing at y fitting (fy211). The fse reconnected the tubing resolving the issue. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. Approximately 50 ml of fluid leaked inside the analyzer. The leak was contained. The operators were wearing personal protective equipment of gloves and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.